Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. After receiving lower readings, the customer reported experiencing symptoms of hyperglycemia. As a result, the customer was transferred to the hospital via ambulance and admitted to the intensive care unit. Unspecified readings were taken on a healthcare provider meter and customer was put on a IV insulin drip for treatment of a diagnosis of diabetic ketoacidosis. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.